Manufacturer narrative:
.

Event description:
It was reported that the speedlock hip anchor broke inside the patient during implantation. It is unknown whether the broken piece(s) were retrieved.

Manufacturer narrative:
Visual and functional evaluations could not be performed as no product was returned; therefore the customer¿s complaint could not be verified, nor could a potential root cause be determined with any confidence. This type of failure may be due to excessive levering or improper angle upon insertion. The IFU, which is included with each device was reviewed and was found to provide clear and thorough instructions for use. As IFU states: - "use care to properly align the implant and inserter handle with the bone hole during insertion. Do not bend or twist the inserter handle during and after insertion, as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant."